Event description:
It was reported that, "a revision hip was performed due to a complaint by pt of squeaking in her hip. The insert was removed and a poly insert was put in its place. The head was removed and replaced with another head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.